Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, black dots in image, forceps channel port shaved off, adhesive on bending section rubber detached, scope connector cover scratched, universal cord discolored, and light guide bundle broke. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the bronchofiberscope exhibited image issue /black dot or abnormal color. Upon inspection and testing of the customer returned device, the scope forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the endo therapy accessories or metal part of cleaning brush may have touched the biopsy channel port during insertion or the withdrawal of them, causing the suggested event. Olympus will continue to monitor field performance for this device.